Manufacturer narrative:
This follow-up MDR is created to document the return of the device, the patient date of birth, the codes, and the corrected date of event. A titan otr pump, two cylinders and a reservoir were received on 9/24/2019. As examination of the device may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations as to the reason for surgical intervention.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, infection.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.